Event description:
New information received notes the patient was presented in the hospital on (B)(6) 2024 to reposition the right atrial (ra) lead. Upon breathing and coughing maneuvers with shoulder shrugs, the ra lead was found dislodged again. The physician was able to re-position the ra lead with electrical parameters within acceptable limits. The patient was discharged with no reports of adverse consequences.

Event description:
Related manufacturer reference number: 2017865-2024-71215. It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker showed the right atrial (ra) lead exhibiting far r oversensing and ventricular capture due to the ra lead dislodgement. The physician attempted to reposition the ra lead but was unsuccessful. The ra lead was explanted and replaced. During a clinic follow up post procedure. The newly implanted ra lead was found dislodged via chest x-ray imaging. No intervention has been performed. The patient was in a stable condition throughout.